Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient suffered from hydrocephalus due to trauma on (B)(6) 2024. The patient was discharged from the hospital after undergoing long-distance external drainage and was hospitalized at another hospital. One week after the operation, the three-way of the in vitro monitoring system was leaking. In order to avoid infection and further adverse consequences, it was replaced with a new set. There was a procedure delay of 30 minutes. The patient's status at the time of the report was alive-with injury.